Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the battery. The customer was advised to scrapped the battery used during the event. The device was recertified and returned to the customer. The x series operator's guide (pn: 9650-002355-01) (rev: g) speaks to the criticality of having a back-up power source when using the device and instructs the user to "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.